Manufacturer narrative:
Per customer, qc was in specifications prior to the event. The specimen was centrifuged for 4 mins. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found that sample probe was rubbing against was tower. The fse cleaned the was tower. The fse conducted a carryover testing which failed initially and passed upon repeat. The fse verified aspirate system and replaced the aspirate probe tubing. The fse found a clot in one of the tubing and cleaned fittings from peri-pump to vacuum tube. The fse verified aspiration on probes and then repeated diagnostic testing which passed. The fse had customer to run accu tni reagent pack with water blanks and obtained acceptable results. The fse verified repair per established procedures, and results met published performance specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access instrument. The customer indicated that a pt sample was tested for accu tni and an elevated result was obtained. The result was reported out of the lab. Per customer, a subsequent draw resulted with negative values. The customer then re-tested the original sample for accu tni and the repeated result was negative. The actual results were not supplied by the customer. There was no report of pt injury requiring medical intervention or change to pt treatment received regarding this event.